Event description:
A report was received that the patient underwent a pocket revision due to discomfort. The physician repositioned the ipg and explanted a suture sleeve because he had touched the lead. A click anchor was implanted and the patient is reportedly doing well.